Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and it was noted that the device was wet upon receipt. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and it was noted that the device was wet upon receipt. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the device came in wet was confirmed. Upon disassembly severe corrosion was found on internal components. The rotor, coil with bearings, and handle were all replaced due to corrosion, which was identified as the primary failure. The reported event is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A probable cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside, on, or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.